Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the burn on c cover was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. Additional information will be provided if available.

Event description:
It was observed that during device evaluation, the colonovideoscope exhibited burn on c cover. There was no patient involvement.